Event description:
Caller states patient tested 1.8 inr on the coaguchek s system while a comparison lab returned as 3.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The complaint conclusion was updated to include product analysis for the angioguard. After having a stent placed in a heavily calcified and moderately tortuous left internal carotid artery with an 80% stenosis, the patient developed paralysis and was diagnosed with a stroke and is currently receiving treatment. An angioguard was deployed in the left carotid artery, the lesion was pre-dilated and then a precise stent was successfully deployed. After post-dilation, the patient developed slow flow and an aspiration catheter was advanced and the blood around the target lesion was suctioned four times. However, blood flow was noted to be stopped and the filter basked seemed clogged. Therefore, an immediate attempt was made to remove the aspiration catheter; however, it was stuck and could not be removed. An 8fr. Guiding catheter was advanced and the filter basket was retrieved. One non-sterile angioguard xp was received coiled in a plastic bag, along with an 8f guiding catheter, a y-connector (hemostasis valve), and a catheter extension with a stopcock. All components presented blood residues. The angioguard's distal coil was bent and the black-sleeve-protected core wire was kinked and damaged, as an accordion-like shape. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01411883. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product analysis was performed and it was found that the device did not present any anomaly or obvious indication of design or manufacturing related issues. Based on the analysis and the complaint file information, procedural factors may have impacted on the event given to other non-product-related factors. In addition, neither the analysis nor the DHR review suggests that manufacturing factors of this product could have contributed to the reported event. No corrective actions will be taken at this time. Hypoperfusion occurring during procedures that use distal protection devices is a known event and is documented in the IFU as such. The purpose of the filter basket is to trap emboli during coronary, carotid, and peripheral procedures. If enough debris is captured by the basket blood flow through the device may be compromised. There is no indication or allegation that a cordis product did not function as intended. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00007 and 9616099-2010-00069.

Event description:
An angioguard was deployed in the left carotid artery and the lesion was pre-dilated. The lesion was heavily calcified with 80% stenosis and the vessel was moderately tortuous. A precise stent was successfully deployed. After post-dilation the patient developed slow flow and a thrombuster ii aspiration catheter was advanced, and the blood around the target lesion was suctioned four times. However, the flow was found stopped and the filter basket seemed to be clogged. Therefore, an immediate attempt was made to remove the thrombuster ii, however, it was stuck and could not be removed. An 8f brite tip guiding catheter was advanced and somehow managed to retrieve the filter basket inside of the catheter. The devices were removed together as one unit from the patient. After the procedure was completed the physician found that the patient was developing a stroke with symptoms of paralysis on his body. The patient is now under treatment.

Manufacturer narrative:
The product was not returned for analysis. However, facility did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at the facility and was determined to be acceptable. This product is expected to be returned for additional testing. This is one of two products involved with this adverse event in which the associated manufacturer report number is 9616099-2010-00069. Additional information will be submitted upon 30 days of receipt.